Event description:
It was reported that during a whipple procedure the patient had bleeding from staple line on post op day 3. They used ntlc for below transection: jejunum transection: blue reload; minor bleeding from staple line after transection and need to reinforce staple line. Antrum transection: green reload x 2; minor bleeding from staple line after transection and need to reinforce staple line. Gastro-jejunum anastomosis: gold reload; staple line looks perfect and no suture reinforcement. Suspected bleeding from gastro-jejunum anastomosis.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Was the ntlc75 device used for all firings? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 07/29/2022. Additional information received: three follow ups were sent to sales. However, the requested information was not received from the surgeon.

Manufacturer narrative:
(B)(4). Date sent: 06/21/2022. B2: 5/22/2022. Additional information was requested, and the following was received: 1. What were the indications for surgery? Ans: whipple procedure. 2. Was the ntlc75 device used for all firings? Ans: yes. 3. What color setting was selected on the device and what was the sequence of the firings? Ans: jejunum transection: blue reload; minor bleeding from staple line after transection and need to reinforce staple line. Antrum transection: green reload x 2; minor bleeding from staple line after transection and need to reinforce staple line. Gastro-jejunum anastomosis: gold reload; staple line looks perfect and no suture reinforcement. 4. What anatomical structures was the device fired on? Ans: stomach and jejunum. 5. Were other stapling or suturing devices used when creating the anastomosis? Ans: n/a. 6. Were there any issues experienced with the device in the initial surgical procedure? Ans: n/a. 7. Was the device difficult to fire? Ans: nope. 8. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Ans: noticed bleeding as evidence with slough overlying stapler line. 9. How was the post-op bleeding identified? Ans: patient had hemostasis post op day 7 and confirmed through ogds. 10. What was the total estimated blood loss (ml)? Ans :ebl 1.1l intra op. 11. Was a transfusion required? Ans: no transfusion intra op. 12. How was the bleeding addressed? Ans: ogds, stomach decompression, 2 pint pc transfusion and ivi nexium. 13. What was the pre and postoperative anti- coagulant and pain management protocol? Ans: pre and post op no anticoagulant started. 14. What is the current patient status? Ans: patient passed away on (B)(6) due to multiple complications after post surgery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can a detailed timeline of event leading up to the patient¿s death be provided? Was an autopsy done? If so, can those results be provided to us? Has the cause of the death been determined? Does the surgeon believe that there was an alleged deficiency of the ethicon ntlc75 device that caused or contributed to the patient¿s death or were there other contributing factors?

Manufacturer narrative:
(B)(4), date sent: 03/09/2023 h11: corrected data = b2. B2 was omitted on previous report (B)(4).